Manufacturer narrative:
During failure analysis, the reported event of the tip breaking on the handpiece was confirmed. A broken angle nut can be caused by over torquing of the angle nut while attaching a tip to the handpiece. The device was non-repairable; therefore, the device was returned no parts were replaced.

Event description:
It was reported that the threads were broken off the tip side of the angle nut of the sonopet universal handpiece during the course of a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.

Event description:
It was reported that the threads were broken off the tip side of the angle nut of the sonopet universal handpiece during the course of a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.

Manufacturer narrative:
Device evaluation in progress.